Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to cable-mounted plug connector, designator p51 of wire harness w20. P51 was disconnected from cable-mounted plug connector, designator j51 on the therapy pcb assembly. Physio reconnected w20 to the therapy pcb assembly, and after other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio was made aware that the customer, a biomedical engineer has previously worked on the device for an unrelated issue. However it is inconclusive if the repairs made by the customer contributed to the reported issue.

Event description:
The customer contacted physio-control to report  a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy and displayed an ¿abnormal energy¿ message. There was no patient use associated with the reported event.